Manufacturer narrative:
Taper ii, allergan has received the product however, the device has not been identified nor has the analysis has not been completed at this time. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter was asked to provide the explant date, but the information has not been received by allergan. Device labeling address the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or connector tubing."

Event description:
Reported a lab band leak. Follow-up findings: "lap-band system unable to maintain fill. Hole found in band on injection of blue dye."